Manufacturer narrative:
Corrected data: method code 4110: lens work order search was performed. No similar complaints in associated lots were found. Claim #(B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -16.0 diopter, into the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to blurred vision and "icl tilted." The reporter states, "after first exchange, icl lens tilted, surgeon didn't want to exchange another icl. Patient is ok." Reference MFR report# 2023826-2018-01671 for information regarding first lens implant.

Manufacturer narrative:
(B)(4).